Manufacturer narrative:
(B)(4). Device evaluation: sample was not received by baxter for evaluation. The reported condition was not confirmed due to sample unavailability. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. The 510k number was included as it is the same for both devices, yet the customer was not sure which device precisely it was.

Event description:
It was reported to baxter healthcare united states that the tubing of one (1) ce intermate sv50 device had "fallen off in the packaging." This occurred before use. There was no additional information. The customer stated this happened within the last 6 months but did not know the exact date. In addition, the customer did not know the exact product code but stated it was either 2c1730k or 2c1732k. There is no patient involvement; therefore, no patient injury or medical intervention necessary.